Manufacturer narrative:
The technical field specialist went to the site to check the system. An accuracy test was performed and the results were within specification. Testing was then performed with the pt arm strap that is used during the procedure, and the accuracy worsened. The arm strap has a metal buckle that appears to be a potential cause of the reported inaccuracies. It was recommended to the site to use a velcro strap that contains no metal or metal buckles. Current labeling states: "significant changes to the configuration of the bronchoscopy suite, including introduction of new metallic equipment or movement of existing metallic equipment can affect the accuracy of the system". There have been no further accuracy issues reported from this site.